Manufacturer narrative:
Device evaluation: visual inspection showed the chipped top case corners, cracked right plunger case, cracked bottom case in battery bay. The event log showed motor rate error. It was found motor rate error during occlusion test. Abnormal wear of the worm coupling, worm gear, lead screw and clutch halves. Parts are 4 years old. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a pump had a motor rate error. No patient injury reported.